Event description:
Device issue: did not function as expected - hemostasis. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied for twenty minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.